Manufacturer narrative:
H3, h6: it was reported that, after a total hip replacement surgery had been performed on (B)(6) 2021, the patient experienced fracture of greater tuberosity. This adverse event led to a revision surgery performed on (B)(6) 2021 the device, used in treatment was not returned for evaluation, therefore further analysis was not possible. Therefore, the relationship between the reported event and the device cannot be confirmed. However, based on the communicated information, the product history could be reviewed. The production documentation was reviewed. There are no indications that the part failed to match specification at the time of manufacturing. There were no further complaints reported for the batch in scope. The failure mode and the severity are covered through the corresponding risk management files. The current IFU lit. No. 12.23, ed. (B)(6) 2021 lists hip fracture as potential adverse device effect. Since only one undated x-ray was provided and no further medical documentation, a thorough medical assessment is not possible. The root cause stays undetermined after investigation. Based on the limited information it is not possible to speculate about factors which could have contributed to the reported issue. To date, further actions are not deemed necessary. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2021, the patient experienced fracture of greater tuberosity. This adverse event led to a revision surgery performed on (B)(6) 2021 in which an oxinium fem hd 12/14 32mm -3 and a polarstem stem lat.ti/ ha 2 non-cem were explanted. The current health status of the patient is unknown.